Event description:
The following report was received from the affiliate: approximately four days post ptca the patient was found dead due to tachypnea. The medical personnel were too late to save the patient when he was found.

Manufacturer narrative:
The male patient with a history of diabetes mellitus, acute cerebral vascular accident (cva) two weeks prior to index procedure and hypertension was hospitalized with chest pains. The patient underwent implantation of a cypher select stent to the proximal-mid left anterior descending artery (lad). Approximately 5 days later, while still hospitalized, the patient became tachypneic and expired. An autopsy was not performed and the physician has not provided the exact cause of death. The indication for the evaluation was chest pain. The proximal - mid lad was a type c lesion with pre-existing clot. The safety and effectiveness of the cypher select stent has not been established in this type of complex lesion or in lesions with unresolved thrombus. Pre-dilatation was conducted, the stent was deployed and post-dilatation was performed. There were no procedural complications reported. Independent film review reports that two stents were actually implanted during the index procedure. The proximal lad was a segment of severe stenosis. This lesion was predilated and a stent was deployed at unk pressure. Multiple post-dilatations were performed and there was an area in the distal portion of the stent that did not appear adequately deployed. Acceptable angiographic result was finally achieved: however distal to this stent was a second lesion and another stent was implanted at this site without pre-dilatation and without stent overlap. Technically the end result appeared adequate in the treatment of critical disease of the lad. The only issue was the gap between the stented segments. Ivus was not performed. Although the film review does not provide any insight into the patient's cause of death, it does raise questions regarding the actual number of stents implanted and potential procedural complications which are under investigation. The product remains implanted in the patient thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the available information, it is not possible to determine the exact cause of death or what factors might have contributed to this event. This file has been re-accessed as per the similar device reportability criteria implemented by cordis corp on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the us product cypher sirolimus-eluting coronary stent. Please not: device (lot# i0805024) is distributed outside the us. However, it is similar to the us product. Any additional info will be submitted within 30 days of receipt.